Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned product identified the explanted liner covered in biodebris with the constraining ring still assembled on the liner. There is some deformation of the liner on the rim. A explant tool is pierced through the centre of the liner. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiograph of the right hip shows dislocation of right hip arthroplasty. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven years post-implantation, the patient underwent a right hip revision due to dislocation. The liner was replaced and the head was retained. Attempts have been made and no further information has been provided.